Event description:
On an unk dat, the demonstration camino monitor was tested and it retained the trend info following disconnection of a fiberoptic probe. Add'l info was received on (B)(6) 2014: there was no pt impact. The product problem was detected as defective by the integra sales rep during demonstration in the hosp.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.